Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional pressurewire x - wireless and universal bmw devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a procedure performed in the left circumflex (cx) artery and the left anterior descending (lad) arteries. There was no resistance getting the pressurewire (pw) to the cx lesion and fractional flow reserve (ffr) was performed with the pw. The physician then decided to perform optical coherence tomography (oct) imaging. The pw was used as the workhorse guidewire with the dragonfly optis catheter over it. They got great oct images. After imaging was performed without issue, the physician tried to remove the dragonfly optis catheter from the wire, but some resistance was met, so the catheter and wire were removed simultaneously. After removal, the pw was found broken in two pieces. No piece of the wire was left in the patient anatomy. The physician was able to load this same dragonfly optis catheter on a universal bmw wire, 190 length. Oct images were taken in the left anterior descending (lad) coronary artery. Again, the dragonfly optis catheter met resistance during removal from the bmw wire, so the wire and catheter were removed simultaneously. After removal, it was noted that the bmw was separated in two pieces. Again, no piece of the wire was left in the patient anatomy. There was no problem with the wires during the case. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Visual analysis and additional testing were performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed due to the operational context of the reported issue. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the difficulty removing the catheter was due to operational context. The guidewires employed with the complaint catheter were confirmed to be both be damaged (kinks throughout guidewire, which resulted in separation). The condition of the guidewires is consistent with causing difficulty removing the catheter, as well as the observed guidewire exit notch stretching. The stretched guidewire exit notch is an effect of the difficulty to remove the catheter and is therefore not able to be directly attributed as the cause for the reported difficulty to remove the catheter. In this case, it is likely that the guidewires being used became damaged (kinked/bent) due to patient anatomical conditions or the use/handling techniques employed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the oct catheter model was the dragonfly opstar. No additional information was provided.